Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system did not power up and checked through customer that there was no fuse blown. The philips field service engineer (fse) inspected the system onsite and found that there was no power to the system and only mpdu had three green led's and there was low load flouro error as well. During troubleshooting, the fse reset the ups from online to bypass mode and reset back to normal. After that, the table and c-arm could be moved but unable to perform exposure due to low load flouro issue. To resolve the issue, customer changed the non-qualified toshiba ups to a qualified socomec ups. The customer replaced the allura equipment with new philips azurion equipment. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.